Manufacturer narrative:
Approximate age of device - 9 months.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced right sided heart failure that limited increases in lvad speed. Additional information has been requested but not provided.

Event description:
On (B)(6) 2018, it was reported that the patient had right heart failure prior to left ventricular assist device (lvad) implant.

Manufacturer narrative:
The patient remained ongoing on vad support until an outcome reportedly occurred on (B)(6) 2018. (B)(4) was returned and evaluated through (B)(4) in accordance with hm3 lvas clinical trial guidelines. A correlation between the device and the reported event could not be established. Right heart failure is addressed in the instructions for use as potential adverse events associated with lvad therapy. The device is not a direct cause of right heart failure; however, due to the presence this, the lvad therapy is considered to be a potential contributory factor. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.